Event description:
The patient had surgery to fix the high impedance. The impedance at the beginning of surgery was high. The surgeon then removed the lead, wiped off the lead pin, and re-inserted it into the existing generator, but the impedance was still high. The surgeon then replaced the generator, and the impedance was within normal limits. The generator was discarded by the hospital, so no analysis could be performed. The device history record of the generator was reviewed, and the device conformed to all specifications prior to release.

Event description:
It was reported that the patient's device showed high impedance. The patient has not had trauma to the device area and the diagnostics were said to be fine following his recent generator replacement. Impedance was within normal limits. The patient's generator was programmed off in response to the high impedance. The patient was given orders for x-rays, but they have not been received to date. No further relevant information has been received to date.

Event description:
Programming history was reviewed, which showed the impedance and settings on the date high impedance was first seen. No further relevant information has been received to date.